Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 388mg/dl. The customer states they have treated with manual injections. Troubleshoot was conducted. The customer did not feel comfortable with pump despite positive troubleshoot. The customer was advised the pump would be replaced and returned for analysis.